Event description:
This report is filed under ais reference (B)(4). It was reported that removal instruments were needed for removal of an abc or abc 2 implant system. It is unknown at this time which device was implanted. Reportedly the patient needs removal of implant. Additional information was requested but not provided.